Manufacturer narrative:
The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for eval; however, based on the indwell time of the bard mesh (more than 13 years), the bard mesh did not cause or contribute to the infection.

Event description:
On (B)(6) 1996, patient underwent open right inguinal hernia and abdominal hernia repairs. A bard mesh and a gore-tex mycromesh biomaterial mesh were implanted. Per the operative report provided for review, the marlex was sutured on top of the gore-tex. The smooth portion of the gore-tex was placed on the inside of the abdomen. Patient had no omentum or any peritoneum left. It was felt that a prolene mesh repair would definitely contact the bowel and form dense adhesions, and therefore, it was felt best to make a sandwich out of the marlex mesh and the gore-tex so that the gore-tex would have minimal chance of adhering to the bowel. This sandwich prosthesis was then sutured to the inside of the abdominal wall using interrupted u sutures of 0 prolene. In 2005, pt presented to the emergency room with complaints of abdominal pain. A CT scan was obtained which the pt reported showed scar tissue. In 2006, pt underwent exploratory laparotomy, appendectomy, and lysis of adhesions. In (B)(6) 2009, the pt presented to the emergency room again, with complaints of abdominal pain. Another CT scan was obtained. The pt reported the CT scan showed fluid in the abdomen. The patient had a surgical consult. On (B)(6) 2010, the patient reported she was admitted to the hospital with a diagnosis of sepsis and subsequently underwent an open mesh explant procedure. According to the patient, the surgeon found that the mesh had detached, there was bowel erosion, adhesions and a fistula present at the time of this explant. The mesh was discarded by the facility at the time of explant. The pt has recovered well from this surgery.